Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for follow-up to preventatively program the minute ventilation (mv) sensor off. During the device check instances of mv artifact were observed on the competitor right ventricular (rv) lead electrogram, though the signal was not sensed by the device. Upon programming the mv sensor off, the rv baseline stabilized with no further artifact. Episodes of atrial fibrillation (af) with rapid ventricular response were also recorded to the device with some instances of myopotential oversensing on the competitor right atrial (ra) lead. It was noted the lead was programmed to unipolar sensing which is susceptible to myopotential noise. Boston scientific technical services (ts) provided additional suggestions for assessment of the ra lead. No further action is planned at this time. No adverse patient effects were reported. This system remains in service.